Event description:
It was reported that the patient's right ventricular (rv) riata lead exhibited high capture thresholds. The rv lead was capped (B)(6) 2025 and replaced. The patient received an upgrade. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead found no anomalies except for procedural damage.